Event description:
It was reported the battery cap and the batter compartment on the insulin pump are damaged. Customer's blood glucose was 6.3mmol/l. Customer did not recall any significant events that may have lead to the damage. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked display window, and cracked case near display window corners noted during visual inspection. The device was not received with original battery cap.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.